Event description:
It was reported that the instrument is undersensing. The device model is obsolete, a newer model will be used. No patient complications have been reported as a result of this event.

Event description:
It was reported that the epg (external pulse generator) was undersensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the sensitivity was out of specification. This model is unrepairable because it is obsolete.